Manufacturer narrative:
A4: weight: 63.5 kgs d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is then set to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The returned appeared to be used and contained the anchor in the device tip. The device was able to successfully deploy the anchor, collagen and tamper tube during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The had a left heart cath with percutaneous coronary intervention (pci) to the left anterior descending (lad). A 6 french sheath was used in the right femoral artery. They took an angiogram shot of the right femoral artery with the sheath in place and determined it was a good candidate for angio-seal closure. The fellow was given the angio-seal and prepped the device correctly. On this case, when he got to the step of inserting the angio-seal closure into the angio-seal sheath, 1 click to set the anchor was heard and 2nd click after with no issues. As he pulled the device back the entire unit came out, therefore, he had to convert to manual pressure on the patient's groin. It was noticed that the anchor was sitting sideways inside the angio-seal sheath. No angio-seal components were left in the patient. After he applied 15 mins of manual pressure, the groin site looked normal. There were no hematoma or other complications found at the site. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.